Event description:
It was reported that: "during a surgery of the larynx, the tip of the claw broke. The missing fragment was not recovered on the larynx, neither on the emergency thorax radiography asked by the surgeon. At the present day, the patient state is stable. The customer was not able to recover the number of sterilization cycles and age of the instrument." Further information collected shows that the intervention was laser laryngoscopy. The instrument was intact at the start of the surgery. The surgeon used it to remove some tissues and gave it to the nurse for cleaning. The nurse removed the extracted tissues with a pick, cleaned the instrument in a bowl and gave it back to the surgeon. As the surgery is made through microscopy, any damage at this stage would have been detected by the surgeon. The surgeon used the instrument a second time and notice the missing fragment when he removed it.

Manufacturer narrative:
Investigation by medtronic xomed instrumentations: the instrument returned was identified to be manufactured 10 years ago (april 2002). It was noted that the instrument is slightly over bent compared to the factory reference. We suspect an excessive strength applied to instrument during previous handlings or procedures. The lower tip was observed to be broken middle way. A close look on the fracture area has highlighted a small darker zone on the right part of the broken tip which indicates evidences of oxidizations anterior to the final breakage. The rest of the breakage section is clean which indicates that the breakage was quick on these areas. The above oxidizations make us think that a crack was most probably pre-existing and was oxidized during anterior cleaning and autoclave cycles. In addition, we could not identify any material defect, which, by the way, would have probably shown up much earlier than 10 years after entering in operations. In regards of the age of the instrument (10 years), evidences of bending and a crack anterior of the breakage, we can reasonably suspect that the instrument has been probably subjected to some constraints / chocks during his life since 2002 which has led to a crack on the tip. The instrument was probably used damaged till a breakage finally occurred during the use of the instrument. No medwatch 3500a form was received from the reporter.

Manufacturer narrative:
Inadvertently reported as unknown, confirmed. (B)(4)